Event description:
Customer reported a malfunction on pump, with no notable events occurring prior. Issue caused customer's blood glucose level to exceed a safe range, displaying as "high," but specific values were unknown. Customer had not yet taken any action to address high blood glucose. Technical support assisted the customer in resetting the pump, and the malfunction code did not recur. Customer was advised to continue using the pump and to contact support if the issue reappeared.